Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action 2356421 and corrective and preventive action 2566479 in accordance with the FDA action plan, which incorporates (B)(4) (ic retrospective complaint review) and (B)(4) (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. (B)(6). Additional information - this medical device report (MDR)is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: review of complaint record database (B)(4) event description and all available information was completed, and lot number 6008940 was provided. Complaint was classified under malfunction code: infusion site egress a trace moisture / superficial wetness. A query was run in the eqms on 31-mar-2026 against "lot number" "6008940" and similar malfunction code(s). Infusion site egress a - trace moisture / superficial wetness. Infusion site leakage - trace moisture / superfical wetness. Infusion site leakage a trace moisture / superfical wetness. Leakage infusion site (cannula base part/cannula) (specific cause not identified). Leakage from infusion site (cannula base part/cannula) (specific cause not identified). No records were identified for this lot and similar related issues. A non confirmance/ corrective and preventive action query search was run in the eqms system performed on 31-mar-2026 against "lot/batch number" "6008940". No records were found. Device history record (DHR) review: the device history record (DHR) for lot 6008940 was reviewed. Review of the device history record showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion of complaint investigation: lot no. 6008940 was provided, however, as the complaint is categorized as a reportable with no harm reported and no issues were found during electronic quality management system search and device history record review: no visual inspection is required to be performed. No retain sample testing is required to be conducted. No further assessment will be made regarding potential product performance issues, component integrity, or manufacturing defects. Corrective and preventive action determination: based on the available information, no further investigation is required nor CAPA plan is needed. The record will be closed and monitored through tracking and trending (monthly trips and alerts). Summary conclusion: based on the available information, the investigation has been performed, and the complaint could not be confirmed as analyzed. Therefore, the complaint is closed based on the event description and all information made available. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient experienced leakage at site which led to infusion set falling off on (B)(6) 2025.